Manufacturer narrative:
Customer facility reported that the air channel on the smoke evacuation electrosurgical pencil broke apart, and a piece of plastic fell into the patient's abdomen. No injury reported. Device not yet returned for evaluation.

Event description:
This report is being raised on the basis of device failure. The smoke evacuation air channel broke off of the electrosurgical pencil and a fragment fell into the patient's abdomen.